Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4). This product is not marketed in the us device problem code: (B)(4). Claim# 718551

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -7.50/1.5/163 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem.cause of the event is reported as unknown.